Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument involved with this complaint and completed investigations. The instrument's distal clevis was disassembled to inspect the conductor wire. It was found that the conductor wire had pulled out of the yaw pulley, and the silicone potting was attached to the conductor wire. It is possible that a small portion of the silicone potting was compromised initially, thus allowing conductive fluids to come in contact with the conductor wire-hook weld location, and thus causing thermal damage to the yaw pulley and distal clevis when the instrument was energized. A root cause investigation for this separation is still underway since it is not clear what caused the potting to be compromised. A follow-up MDR will be submitted once additional information is obtained. The customer reported complaint does not itself constitute an MDR reportable event; however, the thermal damage found during failure analysis suggests that unintended arcing occurred. Although, no patient harm was reported, if the malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during central processing, the tip of the permanent cautery hook was observed to be burnt. There was no report of any fragments falling into a patient. No patient harm, adverse event or injury was reported.

Manufacturer narrative:
Engineering has determined that the failure related to this complaint, the conductor wire pulling out from the weld location at the base of the instrument, is not user interaction related.